Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific crm received info that the pt with this product passed away. The pt's family member contacted technical services to ask questions about the leads. The family member reported that the cardiologist stated that a lead had vegetation on it. Another cardiologist told her that one lead had punched a hole through the pt's valve. Our field rep reported that the pt had endocarditis and died from the complications of endocarditis. The pt also had a history of aortic and mitral valve disease. A transesophageal echocardiogram and an echocardiogram did not reveal a lead perforation. The physician remembers that there may have had some vegetation on the previous leads. A technical service consultant recommended that the family member talk to the cardiologist about her questions regarding the leads and the pt's condition. No additional info is available at this time. Dates were provided by boston scientific. It is not clear if the event date is the date of the pt's death or the date the family member contacted them.